Event description:
It was reported that bd emerald syringe barrel cracked. The following information was provided by the initial reporter, translated from french to english: he tried to inject the medication but the syringe did not work and the product came out from underneath the syringe.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 303032 and lot number 2306164. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture and physical samples were returned for evaluation by our quality team. Through examination of the returned samples, the reported issue of a cracked barrel and leakage was observed. Although we were able to confirm the reported defect, an exact cause could not be determined at this time. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects 100% of the syringes and automatically rejects any damages identified. Based on this system, it is possible that the syringe became damaged from a blockage in the barrel feeding process that went undetected by the assembly machine and resulted in breakage during use of the product. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.